Manufacturer narrative:
(B)(4).

Event description:
It was reported episodes of non-sustained right ventricular oversensing were observed due to post-paced t-wave oversensing occurring on pseudo-fusion beats. The recommended programming changes were made. No adverse consequences have been reported since then.